Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.

Event description:
(B) (4). Same case as MFR#: 2134265-2010-00176, 00518. It was reported that 162 days following a coronary artery drug eluting stenting treatment procedure, the patient developed an aneurysm. The index procedure identified two lesions for treatment. The first lesion was 99% stenosed and located in the proximal right coronary artery (rca). The lesion was 12.0 mm long with a vessel diameter of 3.00 mm. This lesion was treated with the placement of a 3.00 x 12 mm taxus express2 stent and post-dilation resulting in 0% residual stenosis. The second lesion was 75% stenosed and located in the mid left anterior descending (lad) artery. The lesion was 28.0 mm long with a vessel diameter of 2.75 mm. This lesion was treated with pre-dilation and the placement of a 2.75 x 28 mm taxus express2 stent. After this stent was placed, a dissection was noted. Additionally, a 2.75 x 32 mm and a 3.00 x 32 mm taxus express2 stent were placed without gaps to treat the dissection. Post-dilation was performed resulting in 0% residual stenosis. During the patient's 9 month follow up, an aneurysm was noted in the mid lad. No additional information is available on the treatment of the aneurysm.